Manufacturer narrative:
D9. The handset was received for analysis on 2024-oct-29. H3. Analysis of the handset found that it wouldn't do telemetry. It was able to connect to the communicator, but not the pump, as it would get stuck at 90%. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer (con) stated since implant, they have been having a lag at 90% for a long time for 4-5 minutes. The agent reviewed the data and walked the patient through deleting data. The patient was able to connect to the pump with no lag. The patient will call back if they need further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug (n/a n/a at n/a n/a) via an implantable pump for unknown indications for use. It was reported that they were having issues getting connected to the personal therapy manager (ptm) since yesterday. The patient said, they will put the handset on the bed or on the counter and their pump was in their back above their hip and it was "not even a foot away from the phone" but it will tell them it "didn't sync" and tell them to "retry." The patient also said, it took them "at least 3 hours" yesterday to finally get it to work and about 20 tries. The patient mentioned they get the pump refilled every other month and are due to get it refilled on the 15th of this month. The agent asked patient to connect to the handset and controller and the patient was able to successfully connect. Agent reviewed best connection practices with patient. The patient will call back tomorrow if they are still having trouble. Additional information was received from a consumer (con) stated that when trying to connect, it will stay at 90 percent forever and the personal therapy manager (ptm) will throw an error code ("it's done that 2 or 3 times.) The patient did not know specifically what code was shown. The agent had the patient connect to the ptm while on the call and the patient was able to successfully deliver a bolus in about a minute. The agent reviewed that this is typical for ptm use. The agent advised caller to make note of any codes if he were to see one in the future and call the patient service so we can review meaning of the code. Additional information was received from the patient who reported that they were continuing to have issues with the ptm (personal therapy manager) connection taking a long time and the ptm getting stuck at 90%. A replacement handset was requested from the repair department. No patient injury reported.

Manufacturer narrative:
Continuation of d10: product ID: hh9020tdd, serial#: (B)(6), product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.